Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a transmission for back-up vvi via merlin.net. Upon further investigation, it was noted that the back-up vvi transmission was inappropriate. The device was not found in back-up vvi. The device remains implanted.